Event description:
Additional information has been provided that this is a device specific issue, not a lead issue

Manufacturer narrative:
Examination of the device memory showed that all shock lead impedance measurements recorded for the last year were between 73 ohms and 100 ohms with the majority of the measurements in the 80 ohm range. Extensive shock lead impedance testing was performed and all recorded measurements were within range.

Event description:
Device was explanted in (B)(6) 2013 due to an unrelated product performance issue (fault code #1003-voltage too low for projected longevity). Laboratory testing identified a high current drain that was isolated to low-voltage capacitors. See report#2124215-2013-09812.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a low shock impedance measurement of less than 20 ohms. The patient was brought in for lead testing and one out of range measurement was noted, with all other measurements ranging from 88 to 92 ohms. Boston scientific technical services (ts) were consulted and recommended a synchronous 1.1 joule, and maximum energy shock to test the lead. It was noted that this would be discussed further with the physician. Additional information was provided that the patient will continue to be monitored for additional out of range measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.